Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the snare loop was unable to cut the polyp. Reportedly, the loop got caught on the polyp, and a second snare was used to remove the polyp. The embedded loop was unable to be removed and the patient was brought to the hospital. The patient condition was reported to be fine.